Manufacturer narrative:
(B)(4). Date sent: 5/10/2016. Pt info; concomitant medical products: information was not provided by the contact. Batch # = (B)(4). The analysis results found that the b12srt device was returned with the duckbill torn. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A potential cause of this failure may be that the seals got damaged during the insertion/removal of the sharp surgical device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap esophagectomy, an inside part of the device had a crack. Before the event, some sharp instruments were inserted and removed via the trocar. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.